Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in impedances on the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012; 4296 implantable pacing lead - (B)(6) 2012. (B)(4).